Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The vacuum-induced hemorrhage control system (jada system) was introduced to the patient, the hysterotomy incision opened [postoperative wound complication], the vacuum-induced hemorrhage control system (jada system) was introduced to the patient, the hysterotomy incision opened [injury associated with device]. Case narrative: this spontaneous report originating from united states was received from a physician via clinical account specialist (cas) referring to a non-pregnant female patient of unknown age. The patient's medical history included hysterotomy, cesarean section delivery, incision extension and uterus sutured closed. The patient¿s current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via intrauterine route for postpartum hemorrhage. On an unknown date, when the vacuum-induced hemorrhage control system (jada system) was introduced to the patient, the hysterotomy incision opened (injury associated with device) and (postoperative wound complication) and hospitalization was prolonged. No other adverse event (ae)/product quality complaint (pqc) reported. The outcome of events injury associated with device and postoperative wound complication was unknown. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. The reporter's causality assessment for event postoperative wound complication was not provided. This is one of several reports received from the same reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The vacuum-induced hemorrhage control system (jada system) was introduced to the patient, the hysterotomy incision opened [postoperative wound complication] the vacuum-induced hemorrhage control system (jada system) was introduced to the patient, the hysterotomy incision opened [injury associated with device] case narrative: this spontaneous report originating from united states was received from a physician via clinical account specialist (cas) referring to a female patient of unknown age. The patient had undergone a cesarean section delivery and had involved an incision extension. The uterus was sutured closed prior to use of the vacuum-induced hemorrhage control system (jada system). The patient¿s current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns (B)(4). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via intrauterine route for postpartum hemorrhage. On an unknown date, when the vacuum-induced hemorrhage control system (jada system) was introduced to the patient, the hysterotomy incision opened (injury associated with device) and (postoperative wound complication) and hospitalization was prolonged. No other adverse event (ae)/product quality complaint (pqc) reported. The outcome of events injury associated with device and postoperative wound complication was unknown. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. The reporter's causality assessment for event postoperative wound complication was not provided. This is one of several reports received from the same reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amendment report to update patient history sentence (previously reported as the patient's medical history included hysterotomy, cesarean section delivery, incision extension and uterus sutured closed) to ¿the patient had undergone a cesarean section delivery and had involved an incision extension¿. The uterus was sutured closed prior to use of the vacuum-induced hemorrhage control system (jada system). Added imdrf code (f08) for hospitalization or prolonged hospitalization.